Event description:
It was reported that alarm 9 occurred, but this did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer successfully reloaded the original cartridge onto the pump and resumed insulin following instructions from technical support.